Event description:
It was reported that a user experienced hypoglycemia about four days after a meal announcement while using the ilet, with the user perceiving possible overcorrection following a recent meal; the user had been on ilet for a few months, denied recent setting changes, insulin outside the system, exercise, illness, time changes, or cgm calibration discrepancies, and reported normal bg at the time of the call. Symptoms included a low blood glucose of 56 mg/dl lasting about thirty minutes without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included user-led troubleshooting and education regarding potential overcorrection after meals and standard review of recent usage factors. Investigation of this case revealed no device malfunction or configuration issue and no contributing external factors, with the event plausibly consistent with algorithmic correction behavior following a meal during ongoing adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.